Manufacturer narrative:
We have received photos together with this complaint as well as one sample where the issue is clearly visible ¿ catheters were welded into packaging during packaging process and therefore, the tip of the catheter was cut off. The issue is confirmed. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. The batch record review indicates no discrepancies. The machine is equipped with an automatic detection device that detects the correct position of the catheters in the individual cavities. In the case of an incorrect position of the catheter in the individual cavities, this deviation is signaled by the sound warning signal of this radar system. In this case, the operator checks the packages and separates the defective pieces from the good ones. Functionality checks are performed on a daily basis. Machine logbook was checked and no record concerning radar issue was found. Only a few catheters could be affected by this defect within the lot. There has not been seen anything to indicate that it is a systematic issue. Based on the above, the complaint issue is considered as isolated. Two root cause were identified during investigation: rc1: catheter inserted into the cavity was not checked in the guides for straight direction. Rc2: radar detection does not have an effective signaling method. A query was run against product sap material ID 1706973, lot 2h00191 for malfunction code uca-pmc07.02 which yielded not another complaint. The investigation associated with related event (B)(4) has been approved and is complete. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
MDR 3005778470-2023-00097 / device 1 of 2. Patient age 24 years. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
End user's mother reports her son is a "24 year old male who had a diving accident, c5 spinal cord injury last summer, (B)(6) 2022 and has been using this catheter since then and it has worked well for him since then, has been his favorite. She caths him 4 x a day through urethra. She said it was (B)(6) 2023, tuesday evening around 9:30pm cath time and she went to cath him as usual. She took the catheter out of the package from funnel end and didn't look at the tip at all prior to placing it in the gel packet for lubrication as she typically does prior to inserting. She said she always applies "a lot of gel" so it is comfortable for him. She relayed she knows his anatomy well and often he prefers she cath him over nurses as she is his primary caregiver. She placed it in him as usual and he did tell her it started to "feel weird going in and then started to feel uncomfortable." Initially, this did not alarm her as sometimes he has some momentary discomfort when passing through prostate area in urethra. She said it took "quite a while to drain" and then when it was done draining she removed it there was "blood all over it." This is when she knew something was wrong as he has never had this occur before. She said that is when she went into the bathroom and looked at the catheter itself and the tip looked misshapen, "broken off" and "very sharp." She said it must have come from the manufacturer like that already in the package. She said he felt sore in urethra and he did not stop fully bleeding until the (B)(6) 2023." The next day after the incident, (B)(6) 2023 she took him to his urologist "where they passed the cystoscope in the office and md could see a long scrape in his urethra from the catheter defect. They did not find any parts of catheter tip internally in urethra/bladder during scope. During the cystoscope, water is always used and it acted as a bit of an irrigation. He does not take blood thinners at all. No interventions other than regular cystoscopy done by md at all and bleeding and soreness dissipated until completely stopped by (B)(6) 2023. No meds prescribed at all for this incident. Doing well now, no soreness or bleeding at all." End user's mother stated in a separate call that she also found one additional catheter of the same box with same sharp tip defect however she did not use the catheter. Photos depicting the reported complaint issue were provided by the complainant.